Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device gave a system fault message and shut down unexpectedly when attempting to perform cough therapy, and would not start up when prompted. The patient's caregiver also advised that the patient, her husband, does not breathe comfortably when on the vocsn device (in general). No further details were provided. There was patient use associated with the reported event. The patient survived the reported event and there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of unexpected loss of power was confirmed. Ventec observed that the device would attempt to power on, but instead rebooted by itself continuously. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a cracked poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was cracked.

Manufacturer narrative:
Ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.